Manufacturer narrative:
Review of the manufacturing records for the device(s) verified the lot(s) met all pre-release specifications. According to the instructions for use for the gore® tag® thoracic endoprosthesis, potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak, aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm measuring 70.2mm in diameter and was implanted with two conformable gore® tag® thoracic endoprostheses with the most proximal devices placed in zone 4 of the descending thoracic aorta. Additionally, a chimney procedure was performed and the celiac and superior mesenteric arteries were stented with covered stents. The patient tolerated the procedure and was discharged on (B)(6) 2015. On (B)(6) 2015, the patient underwent re-intervention and was implanted with an additional conformable gore® tag® thoracic endoprosthesis. The thoracoabdominal extent was reported to measure 9.8cm in diameter. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: amlodipine, amiodarone, spiriva, acetaminophen, clonidine, metoprolol tartrate, and prednisone. (B)(4). Additionally, the IFU warns: strict adherence to the gore tag thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size. The gore tag thoracic endoprosthesis is designed to be oversized from 6 to 33% which has been incorporated into the IFU sizing guide. Use outside the IFU sizing guide can result in endoleak, fracture, migration, device infolding or compression. Do not treat patients with the gore tag device if their anatomical measurements do not fall within the IFU sizing guide requirements. The IFU also states that complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm measuring 70.2mm in diameter, and was implanted with two conformable gore&#59412;ag&#59412;thoracic endoprostheses with the most proximal device (tgu343415/ 13748654) placed 12.5 cm distal to the left subclavian artery (lsa), and an additional device (tgu373710/12007813) placed with the most distal end landed just proximal to the highest (left) renal artery where the reported diameter measured 38.5 mm. Treatment of the aneurysm required coverage of the origin of the celiac artery (ca) and the superior mesenteric artery (sma) and a chimney procedure was performed wherein the ca and the sma were implanted with covered stents. The patient tolerated the procedure and was discharged on (B)(6) 2015.